Event description:
The patient reportedly experienced sound quality issues, followed by a loss of lock. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the patient's device will be scheduled.